Event description:
Analysis of the device found that the stent distal markers were protruding through the microdelivery catheter distal end. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the stent was loaded in the microcatheter, and the stent distal markers were protruding through the microdelivery catheter distal end. The stabilizer distal end was found to be butted against the stent proximal markers within the microdelivery catheter distal end. During functional analysis, the stabilizer was retracted and advanced within the microdelivery catheter without difficulties and the stent was deployed. The microdelivery catheter, stabilizer and stent were found to be conforming to its dimension and visual specifications. Information available indicated that there was excessive tortuosity in the region where the stent was going to be deployed and that excessive tortuosity proximal to the lesion contributed to the inability to deploy the stent. It is possible that the reported anatomical factors may have resulted in device findings as well as deployment difficulties limiting its performance. Therefore, a root cause of operational context has been assigned to this investigation.